Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the (B)(6) caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported the symptom of anaphylaxis while an (B)(6) product was being used.

Event description:
The patient reported symptoms of anaphylaxis. The patient reported having visited the emergency room to alleviate the reported symptoms. It is unknown if the patient was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2021.